Manufacturer narrative:
9/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The suture was used during an unspecified gynecological procedure. Reportedly, the needle tip broke. The hospital has reported no pt injury has occurred.